Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the machine was not switching on. Upon functional testing, the fse found that the mains interface unit (miu) certeray was burnt and the pdu fuses generator was blown. In addition, the fse found that xsc certeray, anode drive unit (adu) certeray, hivo high voltage transformer and power inverter (point) certeray were not working because of burned miu created defects in other connected parts. To resolve the issue, the fse replaced the anode drive unit (adu) certeray, hivo high voltage transformer and power inverter (point) certeray, mains interface unit (miu) certeray, xsc in the generator and fuse in mpdu. After the replacement of all the parts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not witching on. The issue was found during outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.